Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the digital visual interface video port on the back of the video system center was damaged with no signal. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no signal output from the digital visual interface video port on the back occurred due to visual interface video port (dp board) was damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the issue occurred prior to a therapeutic procedure. Another device was used to complete the procedure without delay.